Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#:(B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd:15-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that they do not feel stimulation in their left leg and that they never have since implant. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient got an x-ray and the healthcare professional (hcp) confirmed that the lead moved more lateral and right. The patient does not want to have a lead revision and understands that they will not be able to capture stimulation in their left leg due to where the lead has shifted. The issue was deemed as resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.